Manufacturer narrative:
The pacer was received with battery levels at eol. A new battery was attached and electrical and mechanical analysis performed, indicated normal device functionality. The implant duration exceeds the projected longevity based on nominal settings indicating normal battery depletion. The customer complaint of premature discharge of battery was not confirmed.

Event description:
It was reported that the device pulse generator was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for in-clinic follow up with the pulse generator exhibiting premature battery depletion. The patient was in stable condition, awaiting explant.